Manufacturer narrative:
Intuvie received a report from mckesson indicating that the device failed the volume accuracy test, recording a delivered volume of 2093.8 ml, and that the unit required a hex file update. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The hex file was installed, and the pump was recalibrated, after which it successfully passed all required tests. CAPA- zm2023-07 was initiated to investigate the root cause for this failure mode. The flow rate failure was identified during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from mckesson indicating that the device failed the volume accuracy test, recording a delivered volume of 2093.8 ml, and that the unit required a hex file update. The hex file was installed, and the pump was recalibrated, after which it successfully passed all required tests. No patient involvement was reported.